Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional abbott device referenced is being filed a under separate medwatch report.

Event description:
It was reported that during the procedure in the non-calcified mid tibial artery, an armada 14 xt dilatation catheter was advanced over a ht command es guide wire via femoral access. The armada catheter became stuck on the guide wire approximately 10cm from the tip of the guide wire. The catheter could not advance forward and the guide wire could not be pulled back through the catheter; therefore, both devices were withdrawn from the anatomy as a single unit. As vessel access had been lost, the procedure was concluded. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.